Event description:
The event: (B)(6) 2007 right total hip replacement utilizing stryker accolade system with a 5.5 press-fit feumr with a +0 neck and 36mm cobalt chromium head and a 58mm press-fit ha-coated acetabulum with a 10-degree posterior lip liner insert. The problem: about (B)(6) 2009, I contacted the orthopedic surgeon, (B)(6), regarding transplanted area pain. He denied that the stryker hip he implanted was the cause of my pain because it had not been recalled. On (B)(6) 2009, orthopedic surgeon, (B)(6), ordered a bone scan "pain relative to the right hip". Nothing showed relative to failure of the hip transplant. On or about (B)(6) 2012 my primary physician who is also my cardiologist, dr (B)(6), spoke with dr (B)(6), about my painful hip... As I sat there. Again, dr (B)(6) denied any problems with the stryker he put in me. I requested a specific blood test for cobalt and chrome and dr (B)(6) ordered my blood drawn for the purpose of finding or not finding cobalt or chrome in my body. (B)(6) of FDA explains that incompatibility twixt this form and my imax computer has caused problems completing this form such as: my date of death, checking boxes not related to my situation at all.